Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device was returned and is pending evaluation. A supplemental report will be submitted at a later date with the findings. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 23mm mitral pericardial valve, which was implanted to the tricuspid position approximately five (5) years, was explanted due to tricuspid regurgitation. This device was originally implanted for tricuspid valve replacement to correct tricuspid regurgitation. This device was explanted and replaced with an ats valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿. The device was returned for evaluation. Multiple cardiac surgical procedure: pacemaker implantation at explant. Patient age at implant: (B)(6).

Manufacturer narrative:
H10: additional manufacturer narrative: pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a nonthrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth cannot be determined at this time. The subject device was returned and evaluation was performed. As received, report of regurgitation was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated minimal calcification on all three leaflets and wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9 mm on leaflet 2 on the inflow aspect. As received, all three leaflets appeared shortened due to host tissue overgrowth on the inflow aspect and created a gap in the central coaptation region which likely led to the reported regurgitation. Host tissue fused; leaflets 2 and 3 by approximately 5 mm at commissure 3, and leaflets 1 and 3 by approximately 4 mm at commissure 1 on the inflow aspect. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. Per doc-0101337, rev. C, engineering task will not be assigned as this valve was implanted five years or greater with confirmed calcification, and pannus. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. In this case, a definitive root cause for early calcification and pannus could not be conclusively determined. However, there are no indications of a manufacturing defect. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device was returned and evaluation was performed. As received, report of regurgitation was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated minimal calcification on all three leaflets and wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9 mm on leaflet 2 on the inflow aspect. As received, all three leaflets appeared shortened due to host tissue overgrowth on the inflow aspect and created a gap in the central coaptation region which likely led to the reported regurgitation. Host tissue fused; leaflets 2 and 3 by approximately 5 mm at commissure 3, and leaflets 1 and 3 by approximately 4 mm at commissure 1 on the inflow aspect. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. Per doc-0101337, rev. C, engineering task will not be assigned as this valve was implanted five years or greater with confirmed calcification, and pannus. See attached evaluation photos. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 23mm mitral pericardial valve, which was implanted to the tricuspid position approximately five (5) years, was explanted due to tricuspid regurgitation. This device was originally implanted for tricuspid valve replacement to correct tricuspid regurgitation. This device was explanted and replaced with an ats valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿. The device was returned for evaluation. Multiple cardiac surgical procedure: pacemaker implantation at explant. Patient age at implant: 2yrs.

Manufacturer narrative:
Updated: f10

Manufacturer narrative:
Updated section g4 as it was blank and should have read (B)(6) 2020 on FDA report followup no 2.

Manufacturer narrative:
Reference CAPA-20-00141.